Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The 2 catheters had no discoloration, no kinks, and no powder noted on the exterior of either catheter. A small amount of residual powder was observed within the red hub of catheter #1. No powder was noted within catheter #2. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Loose powder was not present within the tray or on the exterior of any of the returned components. Powder residue was noted within the nozzle. When tested as returned the device did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device released weak intermittent puffs of powder during button compression and then ceased spraying. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber. Loose powder was also present in the back tube connecting the powder chamber to the low pressure valve. No clumps were found in either tube. It was observed that, following testing and disassembly, the lance was able to be moved back and forth in the regulator, which was not the case during initial inspection of the lance. This is caused by the back of the lance breaking, most likely during deactivation due to the pressure being released by the co2 cartridge following our testing with the new co2 and activation knob. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. Both the powder chamber cannula and downtube were observed to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a small amount of powder was observed within the low pressure valve on all the components. This is the most likely cause for the difficulty reported. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the low pressure valve of the device. The cause of the clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for an unknown procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the end user tightened the activation knob to engage the co2 [carbon dioxide] and when they pre-tested outside of the patient, there was 2-3 light puffs of powder and then nothing. The catheter was removed and end user tried to test, but was not working. The catheter does not look clogged. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.